Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The insulin pump had minor scratched lcd window, cracked reservoir tube lip and cracked belt clip slot.

Event description:
It was reported that the customer is unable to press any button on the insulin pump. Blood glucose value was 14.8 mmol/l. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.